Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode of inappropriate anti-tachycardia pacing (atp) and several shocks due to an atrially driven arrhythmia. At some point, the atp appears to accelerate the arrhythmia from the ventricular tachycardia (vt) zone to the ventricular fibrillation zone. Afterwards, shock therapy does not conclusively terminate the arrhythmia, and all available therapy is given. The episode ends with patient still in vt. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode of inappropriate anti-tachycardia pacing (atp) and several shocks due to an atrially driven arrhythmia. At some point, the atp appears to accelerate the arrhythmia from the ventricular tachycardia (vt) zone to the ventricular fibrillation zone. Afterwards, shock therapy does not conclusively terminate the arrhythmia, and all available therapy is given. The episode ends with patient still in vt. According to the field representative the ICD was reprogrammed in electrophysiology clinic to appropriate settings without negative outcomes. The ICD remains in service. No additional adverse patient effects were reported.